Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the customer called the intuitive technical support engineer (tse) and stated that the system was not holding a charge and that they had an 824 error on the screen. The tse verified 824, 858, and 816 errors in the logs. The tse had the customer verify the position of the power switch and emergency power off (epo). The tse inquired about the battery led status on the helm and the customer reported one solid red bar (not connected to alternating current (ac) power and 10% charged). The tse walked the customer through moving the power cable to the adjacent power outlet and the patient side cart (psc) died. The tse inquired if the fans could be heard when plugged into the second wall outlet, but none could be heard. The tse had the customer cycle breaker and epo, but the system again powered on with an 824 error. The tse inquired if other systems at the site were available to utilize the psc, but all were in use. The customer had opted to continue laparoscopically. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the system power manager (spm) and batteries due to 816, 824, 858, and 860 errors. The system was holding charge and operated on standalone mode. There were no errors on startup. The system was tested and verified as ready for use. Isi did receive a da vinci product to perform failure analysis. The spm was analyzed. But, the reported errors could not be reproduced, however the errors was confirmed and verified via error logs and system logs. This spm assembly was tested on the final test is4000 system 1, programmed and system started at normal mode with no errors and failure message. Verified all axes with no errors and failure. Power cycles 10x and all passed. The assembly remain on the system overnight in normal mode, with no failure and battery led indicator stayed green indicating battery is in full charge condition. Drive the psc cart in battery mode and ac power mode with no error message and no failures. Battery was analyzed. And reported failure was replicated. There are errors 824,816 in the logs means " capacity/low " measured three batteries: overall voltage 38.37v batt # 1 13.34v batt # 2 11.70v batt # 3 13.33v installed batteries to pca xi test system and it was failed with error 816.